Event description:
Used a rexall antibacterial waterproof adhesive pad on my shoulder to cover an infected cyst. Took the pad off at the end of the day and the tape part of the bandage burned my skin around the cyst. Today is (B)(6) 2023 and my skin is still burning where the adhesive part was.